Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample probe and decontaminated the system. The cse returned to the customer site after additional discordant results were obtained and replaced the wash station and sample manifold and decontaminated the system. The cse also replaced the wash pump, wash drain, reagent probe and seals on the dual resolution diluter and reagent manifold. Upon follow-up the customer stated no additional discordant results were obtained. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on patient samples tested for estradiol, progesterone and testosterone on an immulite 2000xpi instrument. Only the discordant estradiol and progesterone results were reported to the physician(s), who questioned them. The samples were repeated on an alternate immulite instrument, resulting lower. The sample tested for testosterone was repeated three times on the same instrument, resulting as expected on third repeat. The corrected results were reported to the physician(s). Patient samples (B)(6) were tested on (B)(6) 2014. A siemens customer service engineer (cse) was dispatched to the customer site after the discordant results were obtained. The issue persisted after service and additional discordant results were obtained on patient samples (B)(6) on (B)(6) 2014. There were no reports of patient intervention or adverse health consequences due to the discordant results.